Event description:
It was reported during the procedure, the surgeon used the aculoc2 plate and when inserting the locking screw, the driver tip broke. The surgeon was able to remove the broken piece and there was nothing left in the patient's body. The surgeon "broke" the screw head in order to remove the broken screwdriver tip from the screw head. This report is related to report number 3025141-2022-00401 for the driver involved in this event.

Manufacturer narrative:
The returned products were examined under magnification. Under magnification, it was confirmed that the batch number of the 1.5mm hex driver tip, locking groove (part number 80-0728) was 414670. A screw was returned with the driver. Because of damage to the head, there was no visible batch number for this screw. This revision of the driver tip has the stick fit feature. A torsional fracture pattern was identified within the hex tip of the driver. The head of the screw had largely sheared off, leaving a rough and uneven fracture surface on the head where anodization had worn away. The driver tip was measured to determine the location of fracture and approximate the amount of material missing. The driver measured 2.7025 inches, indicating that approximately 0.0475 inches had broken off the tip. A small piece of the fractured driver tip was returned. Both pieces of the driver tip indicated a torsional fracture pattern. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis. The screw was measured to determine the location of fracture and approximate the amount of material missing. The screw measured 0.481 inches, indicating that approximately 0.172 inches had broken off the head if the screw. Driver tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. However, due to unknown procedural conditions, the root cause could not be determined.